Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. The product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery stating not latched properly lose cartridge. No patient contact. Additional information has been requested and received stating that device nozzle was loose.